Event description:
During the peripheral interventional procedure, while attempting to deploy the smart control 8 x 40 120 cm stent, the deployment device only partially deployed the stent in the vessel. The wheel on the device that deploys the stent "broke" during deployment. The physician attempted to retrieve the stent but was unable to do so. He eventually was able to completely deploy the stent and was comfortable with its placement. Shortly after deployment, during the procedure, the patient experienced significant hypotension treated with IV fluids and vasopressor support. The patient was hemodynamically stabilized and transferred to ccu for overnight observation rather than discharged. Vasopressor support was weaned within 8-10 hours post procedure. She was transferred to the telemetry floor the day following the procedure and discharged later that day.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be processed within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the peripheral interventional procedure, while attempting to deploy the smart control 8 x 40 120 cm stent, the deployment device only partially deployed the stent in the vessel. The wheel on the device that deploys the stent "broke" during deployment. The physician attempted to retrieve the stent but was unable to do so. He eventually was able to completely deploy the stent and was comfortable with its placement. Shortly after deployment, during the procedure, the patient experienced significant hypotension treated with IV fluids and vasopressor support. The patient was hemodynamically stabilized and transferred to ccu for overnight observation rather than discharged. Vasopressor support was weaned within 8-10 hours post procedure. She was transferred to the telemetry floor the day following the procedure and discharged later that day. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Vasovagal reactions may occur in which arterial or venous access is obtained. Pressure on or manipulation of a large artery can stimulate the vagus nerve, stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Causing slowing of the heart rate and a drop in blood pressure. Anxiety, pain and discomfort at the puncture site may also result in a vasovagal reaction. Early signs include pallor, nausea and/or yawning, which often present with a slowing of the heart rate before a drop in blood pressure. This is a well know potential complication with any invasive procedure. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.